Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted; no anomalies noted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Subsequently, this previously archived lead was pulled and additional laboratory testing performed.

Event description:
Boston scientific received information that approximately one month post-implant, this right atrial lead was confirmed dislodged. During surgical intervention, the lead was unable to be secured and consequently the product was explanted and replaced. The lead was returned for analysis. No additional adverse effects were reported.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.